Event description:
Physician reported that two of his pts had to return to surgery approx three weeks post knee surgery for repair of ruptured fascia believed to have been caused by a defective suture.